Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt expired while undergoing peritoneal dialysis treatment with the liberty cycler. The pt expired at home on (B)(6) 2015. Death certificate indicated the pt's cause of death was heart failure with renal disease as a contributing factor.

Manufacturer narrative:
Device evaluation a simulated treatment was performed and completed without failure. There were indications of cockroach specks on the heater tray and within the cassette compartment. There were no burrs or sharps in cassette area that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The load cell verification was within tolerance. The cycler passed the mushroom heads check. The internal inspection of the cycler found visual evidence of discoloration on the pneumatic lines. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event. It was noted the patient expired on (B)(6) 2015 and the device was stored at patient's brother's home untouched and unused until it was delivered back to the nurse on (B)(6) 2015. The device was returned to the manufacture for evaluation on 08/13/2015. It was returned covered in mold from being poorly stored away. The device was not moldy during the time of the event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 2 pages of medical records info, it appears that on (B)(6) 2015 the pt expired. According to the peritoneal dialysis registered nurse (pdrn), the pt passed away from heart problems not cycler related. The pdrn stated that the pt passed away while connected to the cycler. The death certificate indicates that the cause of death was heart failure with renal disease as a contributing factor. The medical records do not contain an autopsy report as it is not noted in the death certificate. Medical records do not contain dialysis flow records, progress notes, dialysis notes or lab/diagnostic reports for review. The decedent's dialysis was not indicated as a cause for his demise. There is no documentation in the medical records that shows any casual relationship between the pt's peritoneal dialysis and his death.